Manufacturer narrative:
After further review of additional information received the following have been updated accordingly. As reported, the patient underwent placement of an optease retrievable inferior vena cava (ivc) filter. Per medical records, the patient had a history of deep vein thrombosis (dvt) with pulmonary embolism (pe) and had undergone an abdominal hysterectomy prior to the filter implantation. The patient was recommended for filter implantation as the patient had developed a hematoma due to preoperative anticoagulation. The filter was successfully deployed during the index procedure at the level of the right renal vein. The patient tolerated the filter implantation procedure well and left to the recovery room in stable condition. The extent of the device failure has not been fully documented by the patient¿s treating medical provider(s). As a result of the malfunction, the patient has or may suffer life-threatening injuries and damages and require extensive medical care and treatment. The patient has or may suffer and will continue to suffer significant medical expenses, extreme pain and suffering, loss of enjoyment of life, disability, and other losses. The following additional information received per the patient profile form (ppf) indicates that the filter was unable to be retrieved although there is no record of the patient undergoing a removal attempt. The patient also reports to suffer from anxiety and mental anguish. The product was not returned for analysis as it remains implanted and the sterile lot number has not been provided; therefore, neither a device analysis nor a device history record (DHR) review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization. Endothelialization is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as 12 days. Clinical factors that may have influenced the event include patient and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken.

Manufacturer narrative:
Please note that device reported is an optease vena cava filter for which the lot number is not currently available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the legal brief, the patient underwent placement of an optease retrievable vena cava (ivc) filter. The extent of the device failure has not been fully documented by the patient¿s treating medical provider(s). As a result of the malfunction, the patient has or may suffer life-threatening injuries and damages and require extensive medical care and treatment. The patient has or may suffer and will continue to suffer significant medical expenses, extreme pain and suffering, loss of enjoyment of life, disability, and other losses. The following additional information received per the patient profile form (ppf) indicates that the filter was unable to be retrieved although there is no record of the patient undergoing a removal attempt. The patient also reports to suffer from anxiety and mental anguish. According to medical records, the patient had a history of deep vein thrombosis (dvt) with pulmonary embolism (pe) and had undergone an abdominal hysterectomy prior to the filter implantation. The patient was recommended for filter implantation as the patient had developed a hematoma due to preoperative anticoagulation. The filter was successfully deployed during the index procedure at the level of the right renal vein. The patient tolerated the filter implantation procedure well and left to the recovery room in stable condition.